Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The customer notified the fse that the tubing through pinch valve pv28 had a hole in it and the customer had replaced the tubing to resolve the leak. Upon inspection, the fse discovered that the customer had used the wrong tubing and although the leak had been resolved, the instrument still failed differentials. The fse replaced the tubing through pinch valve pv28 and the instrument ran without any leaks or errors. Failure mode of the leak is attributed to a hole at pinch valve pv28. (B)(4).

Event description:
The customer reported a leak around the erythrolyse pumps area at the lower right front of the lh 500 hematology analyzer in the pump module. The customer was unable to determine the source of the leak and stated that approximately 5 ml of fluid leaked. The customer indicated that the leak was not contained within the instrument. The operator was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event. The customer reported that the instrument generated incomplete differential results and failed differential backgrounds during startup.